Event description:
It was reported that shaft break occurred. The target lesion was located in an unspecified vessel of the leg. A 3.00mm x 38mm promus premier¿ stent was advanced to the target lesion but was unable to cross. The device was removed however upon removal, the shaft of catheter broke outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).